Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter address, initial reporter city. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed and a pop-up message appeared: 'device not detected on bus¿. A field service engineer (fse) replaced retractor band on auxiliary half height drawer 4.1 to resolve the issue. A fse ensured all drawers opened and closed properly, tightened the loose front panel of one drawer, retrieved several medications from between the cubie pockets, realigned the ball bearings, and installed new slide bumpers on the slide rails for auxiliary matrix drawer 1 and auxiliary full height drawer 6. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.